Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed exposed wires on the power supply. The backplate of the device was removed and a golden power supply was connected. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.